Manufacturer narrative:
The event occurred in foreign country.

Event description:
Caller reports neonate patient with blood glucose result of 1.7 mmol/l obtained on the performa system. Results of 2.6 mmol/l and 2.7 mmol/l were obtained using professional methods within minutes of the value of 1.7 mmol/l. No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, caller no longer has the test strips; replacement was sent.